Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a defective solenoid valve 33 which caused a leak from pinch valve pv42. The fse replaced manifold mf15 which includes solenoid valve 33 which fixed the leak and the differential errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a green fluid leak of 6 ml from a coulter lh 500 hematology analyzer while cleaning the flowcell. The leak was not contained within the instrument and not-numeric differential, diff, results were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.